Event description:
It was reported that on (B)(6) 2008, the patient underwent the total hip arthroplasty with the metal head, the metal liner, the four screws, and the stem for the left hip joint. The surgery was completed successfully without any surgical delay. After the surgery, the patient complained of pain in the groin. Pseudotumor with armd was suspected by the MRI image, so that the surgeon decided to perform a revision surgery. In the revision surgery, the surgeon removed the metal head, the metal liner, the four screws, and the stem. After removal of the implants, the surgeon inserted a polyethylene liner, a stem, and a ceramic head. When the surgeon opened the hip joint, pseudotumor like soy pulp was found and was removed. The stem and the connected part of the head turned black, and trunnions was confirmed. Therefore, pseudotumor was developed to be caused by armd. The revision surgery was completed successfully without any surgical delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d10 (updated concomitant product unk hip acetabular liner metal to pinnacle mtl ins neut36idx52od).

Event description:
Additional information received indicated that the cup was retained.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. All available implant photographs were reviewed. Based on the quality of the provided image, complaint cannot be confirmed. Corrosion cannot be observed on the implant photo. No other defects were identified. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.